Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site for system inspection. The fse found damage on probe 1 as well as aspirate probe 1 and replaced the parts. This may be a contributing factor to the discordant result, however, no conclusion can be drawn. There were no other known discordant results reported by the customer at the time of this incident. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A false low advia centaur xp afp result was obtained by the customer on a patient sample and considered discordant when compared to the patient's clinical picture. The physician questioned the result and requested the sample be repeated. The discordant sample was retested and resulted in a higher value. The customer performed repeat testing on three other advia centaur systems and the results were as expected. A corrected report was provided by the customer. There was no known report of adverse health consequences due to the discordant afp result.